Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure, and the screen went dark and the unit stopped operating. The customer reported the device was in use and there was no patient harm. During evaluation, the manufacturers service engineer was unable to duplicate the reported problem. The service engineer reported review of the device diagnostic history noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem and finding. Final checkout was completed per operating specifications with no fault recurrence reported.